Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 track was broken and displayed explicitly failing storage space, which located on 2w. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer tracks were broken. A field service engineer replaced drawer 4 due to bad rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.